Manufacturer narrative:
(B)(4). Batch #: u40l2h. The following information was requested, but unavailable: did the blade tip break off? As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/ batch.

Event description:
It was reported that during an unknown procedure, the harmonic focus hand piece was not functioning properly. The device settings revealed soa triggered broken blade fault. There was no patient consequence.